Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : poor cement mix. Cement was crumbly and was unable to be used. A second mix was opened and this was the same, again, unable to be used. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation found nothing that could be related to a product malfunction, only the stickers were provided as evidence. The retain sample test was performed by the manufacturer and revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. (B)(4). As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the depuy cmw 2g 20g would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [3325020/3766139] and no non conformances or manufacturing irregularities were identified.

Event description:
Poor cement mix. Cement was crumbly and was unable to be used. A second mix was opened and this was the same, again, unable to be used. Was surgery delayed due to the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. A. What was the storage temperature of the cement prior to usage? Unsure sorry. I was not at the case b. What was the or temperature during use of the cement? Unsure exactly. C. How was the cement prepared for use? Mixed in bowl. D. What equipment was used to prepare/mix the cement? Bowl. E. What was the timing to mix and the time between mixing and setting? Unsure. I was not at the case. F. What equipment was used to deliver the cement? Unsure. I was not at the case.